Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the case was planned prior to surgery. The case was planned for 2 vertebrae on levels l4 - l5. The multi-directional bridge was used to facilitate cortical screws with the head pin placed in l3. Manufacturer¿s representative told the surgeon to put the headpin in l2. Automatic registration was not achieved because the retractor was blocking the l4 pedicel in the ap shots. The representative told the surgeon that he needed to take the retractor out to register after several different attempts to gain registration with the retractor in. Once the retractor was taken out automatic registration was achieved with labeling done off of l4. The guidance system was sent to l4 on the right and the surgeon said the tools were colliding with the spinous process and that it seemed very lateral. The guidance system was then sent to l5 on the right. The trajectory was drilled, and a k-wire was placed. Th e guidance system was then sent to left l5 and then back up to l4 on the left. The surgeon said the trajectory looked very lateral again and he decided to free hand l4. The surgeon told the representative that he would like the system to be looked at and inspected. The representative submitted a service request and service was scheduled. The procedure was completed with both screws placed at l5 and l4 screws placed freehand by the surgeon. No patient harm was reported.